Manufacturer narrative:
A ge service representative performed and on site investigation. The boards and connectors were reseated during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.